Event description:
Emergency med svc personnel were routinely monitoring a pt while waiting on a room in the emergency department. Allegedly all 3 channels spontaneously displayed dashed lines, with no audible or visual leads off alarms. The operators checked all electrode/cable connection and could not discern a reason for the dashed lines. After about 5 minutes the pt's electrocardiogram returned for a few minutes and then the dashed lines reappeared. There were no adverse effects to the pt reported as a result of the alleged malfunction.